Manufacturer narrative:
Additional information: the balloon was removed intact. No removal difficulties experienced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a pacific xtreme during treatment of an unknown lesion in the patient¿s proximal superficial femoral artery (sfa). IFU was followed. Device was prepped without issue. An everest inflation device was used for balloon inflation. It is reported that a balloon burst occurred at 6atm. All balloon fragments retrieved. Another pta balloon of same size was used to complete the procedure. No injury reported.